Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. The connector portion of a partial lead was returned in one piece. Visual inspection found an external insulation abrasion breaching the optim sheath at 7.0 cm to 7.1 cm with intact silicone insulation beneath at the proximal region. The cause of external insulation abrasion is consistent with friction to the device can.